Event description:
It was reported that the asymptomatic patient presented for remote follow-up via merlin.net with over-sensing exhibited by the right atrial lead. The over-sensed noise episodes resulted in pacing inhibition. The patient was scheduled for revision, and the lead was explanted and replaced. The patient was in stable condition.